Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the leak reached an excess level. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Scheduled completion date is not fixed due to pending repair order from the customer.